Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received noted the patient experienced symptoms of infection and presented in clinic on (B)(6) 2019. The implantable cardioverter-defibrillator and rv lead were explanted on (B)(6) 2019. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-18267. It was reported that the patient experienced an infection. Neisseria endocarditis with vegetation was noted on the right ventricular (rv) lead. The implantable cardioverter-defibrillator and rv lead were explanted. The patient's condition was stable.